Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Customer declined troubleshooting from tandem technical support. Customer reverted to an alternate method of insulin delivery.